Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of an electrode failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's defibrillator capacitor assy. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
The customer reported to philips that during the operating test, the defibrillation test failed and indicated "multifunction electrodes failure." There was no patient involvement.